Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient was seen at the clinic in june 2015 after a bad fall in may. In situ measurements showed all electrode channels in high impedance. The patient was re-implanted on (B)(6) 2015.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
Patient was seen at the clinic in (B)(6) 2015 after a bad fall in (B)(6). In situ measurements showed all electrode channels in high impedance status. The patient was re-implanted on (B)(6) 2015.